Event description:
It was reported that irrigation port detached from the therapy cool flex irrigation ablation catheter when the physician manipulated the catheter. No adverse pt consequences were reported. No add'l info is available.

Manufacturer narrative:
(B)(4). The device was not returned for eval. Review of the device history record is not possible as the lot number of the device is unk.